Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having high blood glucose levels ever since they started using the new insulin pump. No exact blood glucose levels were provided. Troubleshooting was done. The alarm history of the insulin pump showed no delivery alarms from the insulin that were recurring everyday. The customer reported having lost trust in the insulin pump and would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.